Event description:
It was reported by a patient that he had to have a catheter for 35 days post a water vapor therapy procedure. Six months after the procedure the patient continues to experience adverse effects, such as having to get up several times in the middle of the night due to leakage after he urinates. He feels that his penis has shrunk in size, as when he urinates the urine goes on his hand and at the end of the stream urine drips onto his leg. The patient reported that since the procedure he can no longer get an erection. The patient is continuing to follow up with his physician.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with a water vapor therapy procedure and are noted as such in the device instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number and facility account number were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptoms of, urinary urgency, urinary incontinence and erectile dysfunction were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported by a patient that he had to have a catheter for 35 days post a water vapor therapy procedure. Six months after the procedure the patient continues to experience adverse effects, such as having to get up several times in the middle of the night due to leakage after he urinates. He feels that his penis has shrunk in size, as when he urinates the urine goes on his hand and at the end of the stream urine drips onto his leg. The patient reported that since the procedure he can no longer get an erection. The patient is continuing to follow up with his physician. Additional information indicated the symptoms started immediately after the procedure. The patient had a catheter in for 5 days and when removed in the morning, the patient could not urinate so another catheter was placed for another 5 days. The nurse removed the second catheter and the patient was then transported by ambulance to be hospitalized where he was catheterized again. It was suggested he self-catheterize but he is unable to due to an old arm injury. The patient was discharged and had another episode in which he was unable to urinate. A suprapubic catheter via surgery was placed and the patient had an output bag for two weeks. The patient was leaking urine but was not using pads. The patient indicated he had lost penile size to only 1inch and felt it is very difficult to urinate after the procedure was performed. The patient was given medication to attempt to increase the size of the penis to 2 inches. Due to other medical conditions, the patient had to stop the medication. No further complications were reported.

Event description:
It was reported by a patient that he had to have a catheter for 35 days post a water vapor therapy procedure. Six months after the procedure the patient continues to experience adverse effects, such as having to get up several times in the middle of the night due to leakage after he urinates. He feels that his penis has shrunk in size, as when he urinates the urine goes on his hand and at the end of the stream urine drips onto his leg. The patient reported that since the procedure he can no longer get an erection. The patient is continuing to follow up with his physician.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with a water vapor therapy procedure and are noted as such in the device instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number and facility account number were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptoms of, urinary urgency, urinary incontinence and erectile dysfunction were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.